Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was generating heat and had low power. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the motor device had heat and insufficient/low power. It was further determined that the device failed pretest for temperature assessment, and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.